Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances that rose gradually. There was also noise noted that coincided with a patient surgery. Technical services (ts) recommended potential lead revision. This rv lead remains in service. No adverse patient effects were reported.